Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The instrument was analyzed and found to have a broken main tube in the middle of the instrument. Additionally, the instrument was found to have a broken flush tube, a broken grip cable, a broken conductor wire, and a broken pitch cable at the main tube. The probable root cause is attributed to damage during use, which may result from an accidental drop of the instrument or inadvertent collisions with other instruments. Excessive side loading on the instrument can also cause the main tube wall to collapse inwards leading to cracking and subsequent breakage. This issue can be resolved by using an alternate instrument to complete the procedure.

Event description:
It was reported that during a da vinci-assisted abdominoperineal resection (apr) surgical procedure, the monopolar curved scissors instrument could no longer move with the tip bent. The tip connection was damaged. It was unable to be removed from the cannula, so the shaft was cut. The procedure was continued as planned with no reported injury. Isi followed up with the initial reporter and obtained the following additional information: the instrument was removed with the cannula since the wrist could not be straightened due to physical damage. The port incision was not increased in order to remove the instrument.